Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he is trying to get a new insulin pump. Customer stated that he is blind and unable to read the number for assistance. Customer stated that yesterday he had a low blood glucose reading of 50 mg/dl. Customer stated that he even passed out. Customer stated that he was out too long yesterday and he didn't eat. Customer has eaten and his blood glucose has been fine since.